Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our (B)(6) laboratory. Telemetry could not be established with the device. An external power supply was connected to the device and a higher than normal current drain was observed. In an attempt to determine the cause of the high current condition, electrical testing and photo emission microscopy analysis were conducted, which isolated the high current condition to an anomaly on one of the component layers (oxide) within a region of the device's integrated circuit corresponding to a capacitor. This anomaly causes a high current drain, which over time can result in premature battery depletion, as was observed in this case. The battery was depleted to the point that telemetry was not possible.

Event description:
Boston scientific received information that during a routine office visit, this device exhibited premature battery depletion and went from eight and one half years of longevity remaining to elective replacement indicator (eri) within eight months of implant. The last capacitor reformation had occurred less than three months prior. A capacitor reformation by the field representative was performed, the device then went into storage mode and was unable to be interrogated. A replacement procedure was performed were this device was explanted and a new device was successfully implanted. No additional adverse patient effects were reported.